Event description:
It was reported that during a removal of a recovery filter that had been implanted prior to a gastric bypass surgery ten months previously, that one upper arm fragment was embedded in the renal vein. The filter was removed, but the fragment remains embedded in the renal vein. No clot in the filter and no pt injury noted.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number is unk. The returned sample consisted of the filter only testing performed on the filter confirmed that it expanded as intended. All 6 filter legs were intact and within specification. Five of the 6 arms were present on the filter and were also within specification. It was confirmed that one arm of the filter exhibited what appeared to be a fatigue fracture. Root cause unk. The info for use for this device states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.